Event description:
The physician reported that the valve seemed to be siphoning in the wrong direction. The valve was replaced with another novus valve which also did not function properly. A second revision was required. Add'l info was received on 2/25/2008: "q: when was the date of the initial surgery? A: the date of the initial surgery was 2008. Q: did the valve fail during the pretest, or was it implanted? A: the valve was implanted. Q: if implanted, how long was it in the pt before it was determined it failed? A: the valve was immediately revised to a 2nd novus, which failed and was immediately revised to a different MFR's valve. Q: how is the pt doing now? A: the pt is doing fine.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.